Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. There was no adverse impact to customer's blood glucose. The customer changed infusion set and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.